Manufacturer narrative:
(B)(4). The customer provided one image showing a 4-lumen pressure-injectable catheter while inside the patient. Visual analysis revealed that the medial extension line (gray hub) was ballooned/stretched towards the proximal end. Further analysis confirmed that the medial 1 lumen is pressure injectable. It was also noted that the slide clamp was activated around the middle of the extrusion. The customer also returned one, 4-lumen cvc for analysis. Signs of use were observed inside the extension lines. Visual analysis revealed that the medial extension line (gray hub) was ballooned/stretched towards the proximal end. Microscopic examination confirmed the stretching and revealed a hole on the location of the stretching. Visual analysis revealed that the slide clamp was activated approximately one inch from the distal end of the ballooning. Further functional analysis (see below) did not reveal any obvious blockages inside any portion of the catheter. The total length of the catheter body measured 216mm, which is within specifications of 207-227mm per catheter product drawing. The inner diameter of the medial extension line at the proximal opening measured 0.059", which is within specifications of 0.055-0.059" per medial extrusion graphic. The outer diameter of the medial extension line at the undamaged portion measured 0.085", which is within specifications of 0.084-0.088" per medial extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". All of the extension lines were flushed with water using a lab inventory syringe. When flushing the medial 1 lumen (gray hub), water was observed leaking out of the hole on the extension line. No obvious blockages were encountered when flushing the other three extension lines. The water was observed to exit the designated location on the catheter body. A long pin gage was then inserted through the medial 1 lumen. No resistance or blockages were observed as the pin gage passed completely through the catheter. R & d was contacted as part of this complaint. This ballooning/burst is not known to occur if there is no lumen obstruction as the pressure injection machine should limit the pressure. An occlusion could be caused by a biological blockage within the catheter, the slide clamp being inadvertently closed or a kink in the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial extension line (gray hub) was stretched/ballooned and resulted in a rupture. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review based on a potential lot from sales history was performed with no relevant findings to suggest a manufacturing issue. Over pressurization of the line can occur due to multiple causes including internal occlusions or kinking of the catheter. Based on these circumstances, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "patient went to CT scan and injected contrast and catheter split. Procedure abandoned and line removed, and new cvc inserted in ICU. No injury to patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient went to CT scan and injected contrast and catheter split. Procedure abandoned and line removed, and new cvc inserted in ICU. No injury to patient." The patient's current condition is reported as "fine".